Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical record was received for evaluation. The investigation is confirmed for the reported patient device interaction problem and is unconfirmed for tilt. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model unknown filter vena cava filter allegedly experienced patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. The patient was reported as a (B)(6) female whose weight was not provided.